Manufacturer narrative:
Initial and final MDR (B)(4)-device 3 of 10. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was upper buttocks and legs.the infusion set was in use for 1-2 days. The patient replaced infusion sets and resumed insulin successfully. No further information available.